Manufacturer narrative:
Results of investigation: vyaire medical has not received the suspect device at this time. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that while in use on a ventilator, the ventilator started alarming "circuit disconnect" and the ventilator stopped giving flow to the patient. The patient desaturated partially and was manually ventilated until they were placed on another ventilator. There was no harm associated with this reported event.